Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned smart cable where they were unable to duplicate the reported disappearing image issue; however, it was found that the device would display green static when connected to a test video monitor and blade. Since the customer received a replacement and there are no repairs available for this device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. The biomed stated that the procedure was not completed, but was unable to provide any additional information on the event. No harm to the patient or user reported.